Event description:
Customer reported issues with the insulin pump. Customer states that the sensor and blood glucose readings are off. The blood glucose was 262 mg/dl and the sensor glucose was 56 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.